Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited unsuccessful defibrillation threshold (dft) tests. Technical services (ts) reviewed the device data and noted the patient had a non-boston scientific wearable cardioverter defibrillator due to the unsuceful dft's, ts provided recommendations for the device. No additional adverse patient effects were reported. This crt-p remains in service.